Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of a false positive result for 1 patient sample from a neonate twin tested for elecsys toxo igm (toxo igm) on a cobas 6000 e 601 module. The initial toxo igm result was 221 coi (positive). This result was reported outside of the laboratory. A 2nd sample was obtained on (B)(6) 2019 and the results were 0.199 coi (negative) and 0.200 coi (negative). The original sample was diluted and repeated with a result of 0.227 coi (negative). On (B)(6) 2019 the patient had a toxo igg result of 0.130 coi < test (negative). On (B)(6) 2019 the patient had a toxo igg result of 0.130 coi < test (negative). The e601 module serial number was (B)(4).

Manufacturer narrative:
The calibration and qc recovered within their expected ranges. The controls expired in (B)(6) 2019. Reagent performs within specification. The package insert states, "specimens from neonates, cord blood, pretransplant patients or body fluids other than serum and plasma, such as urine, saliva or amniotic fluid have not been tested." The package insert does not mention that samples can be diluted. The investigation did not identify a product problem. The cause of the event could not be determined.